Manufacturer narrative:
No reported patient or surgical involvement. Unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: (B)(6) 2012 ¿ manufacturing location: (B)(6). Review of the device history record showed that there were no issues at the time of manufacture that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the components and final product met inspection records. However, a non-conformance report (ncr) was started for 6 parts of this lot as the height of the tip was slightly undersized. A ¿use as is¿ disposition was made. This ncr does not have any bearing on the complained issue because the handle was broken. All 32 parts of the lot were checked 100% for features at the final inspection. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) trial rasps were discovered in a broken condition during an evaluation set inspection conducted on an unknown date. There was no known patient or surgical involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: it was reported that the handles of two trial rasps (03.841.125 and 03.841.132) were found to be cracked while inspecting an evaluation set. The returned devices were examined and the complaint condition was able to be confirmed in each instance as the devices¿ radel handles were found to be cracked longitudinally. The 5mm and 12mm trial rasps ¿ parallel (03.841.125 and 03.841.132) are components of the acis parallel trail rasp set (0.841.008) and are utilized in the anterior cervical interbody spacer (acis) system. Per the technique guide, prior to implant insertion, the system offers two methods of endplate preparation following distraction: trial rasps and the acis endplate rasp (03.841.150). The trial rasps are available in heights of 5mm-12mm and in both lordotic and parallel. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and handle. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instruments¿ lot numbers and no material review reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined as method of use at the time of failure is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.